Event description:
Event description guidant received information that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing lead integrity test (plit) impedance measurements lower than normal. Shock impedance measurements are within normal range. Guidant received subsequent information that the patient came in because the device was beeping. Upon interrogation, the lead integrity test showd a shock impedance measurement of >125 ohms. The shock electrograms are clean. The right ventricular pacing impedance is 523 ohms; all daily measurements are normal. ,